Event description:
User experiencing intermittent discrepant ise results since november 2007. Only the following example was provided, which occurred in 2008: initial sodium result gave 131 mmol/l; repeat gave 137 mmol/l. Erroneous result was not reported. The field service rep determined the cause to be an aged internal standard reagent bottle and replaced with new bottle. Performance tests were performed.